Manufacturer narrative:
(B)(4). Per the final statement to complaint letter dated march 01, 2012 wherein the investigation results are described, leakage testing was performed and it was confirmed that there was a leak in the filter housing of both filters. The root cause could not be determined but under certain conditions stress within the material can result in leakage in the housing. 100% leak testing of the part is in place as part of the production process. (B)(4).

Event description:
On (B)(6) 2011 at the (B)(6), it was reported that 2 units from different lots (70066720 and 70065654) of the arterial filter quart hbf-140 were leaking at a joint during priming. This report will cover the unit from lot 70066720. See MFR report # 8010762-2014-01073 for lot 70065654. There was no patient involvement. (B)(4).